Manufacturer narrative:
The lens was returned in a micro centrifuge vial with moisture on the lens. There was clear surgical residue on product. Returned product evaluation found the optic and haptic torn along with residue on the lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.0/+2.5/095 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The reporter indicated the cause of the event was unknown.